Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, remaining within normal range. Cts confirmed the alarm and arranged for a pump replacement due to warranty coverage. Meanwhile, the customer planned to use multiple daily injections as backup therapy. The customer was advised on storage mode and returning procedures for the pump, and acknowledged the instructions provided.